Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was observed on the left ventricular lead. The lead is currently connected into the right ventricular port. The lead is still in use. No patient complications have been reported as a result of this event.